Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used on a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the catheter snapped and broke. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned complaint device noted that the catheter was kinked. The balloon did not also show any visual defects. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used on a procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the catheter snapped and broke. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.